Event description:
Following a straightforward angio-seal deployment, the pt was transferred to the recovery area. The pt became nauseous and hypotensive and was non-responsive to atropine. A large hematoma was observed at and above the puncture site. The physician thought that he might have punctured the iliac artery. The pt was taken to surgery where the puncture site was repaired. Bleeding was observed around the puncture site. However, it had almost subsided by the time the surgery was performed. No operative notes are available at this time.